Event description:
Reportedly, the trailing haptic of the intraocular lens (iol) was amputated and is believed to be in the inserter as it was not in the patient's eye. The incision was enlarged to remove the iol intraoperatively and sutures were not required. Another lens of the same model and diopter was implanted and functioned well. The patient's outcome is good.

Manufacturer narrative:
The product was not returned for evaluation. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, unintended user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and injector interaction) may have contributed to the event.